Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was lying by the pool. Customer stated that she might have been laying on the insulin pump. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. . The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act and up button response due to corroded keypad traces. No button error alarm noted. All operating currents are within specification no unexpected low battery, weak battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside noted.